Manufacturer narrative:
(B)(4). Batch # m9241d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: d the jaws eventually open: no; if no, how was the device removed from the tissue: surgeon used kleppinger to cauterize and free tissue stuck in jaws of device. The device was returned with the jaw stuck closed half way fired with small piece of tissue with staples between the jaws. The device jaws were found bent. The device was connected to the generator and it was recognized. Due to the condition of the device not all functional testing could be performed with the generator. During the analysis, it was noted that the I-blade did not move once the device was fired, and it was found that the I-blade was damage at the articulation area. Care should be taken not to close the jaw over any other material than tissue. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement and being fired over staples.

Event description:
It was reported that during a gyn procedure, when the surgeon closed the jaws, they would not reopen. It was unknown if the device was on tissue or if the jaws were able to be opened. Case completed with another device of the same product code. There were no patient consequences reported.